Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the end (the broken part) of the 7mm trial spacer was stuck in the applicator knob instrument during use on (B)(6) 2013. It was unable to be disassembled. There was no impact on the procedure, the operation was finished successfully. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis our investigation of the complained trial implant has shown that the proximal tip of the trial had broken off. We are not able to determine the exact cause which has lead to this damage, it is possible that strong hammering during the surgery has finally lead to the breakage of the tip. The review of the production history revealed that the t-pal small trial implant was manufactured in august 2011 according to the specifications. No abnormal findings were identified. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances.